Event description:
The customer reported that, during preparation for use, there was no light from the subject device with multiple endoscopes. An olympus service technician evaluated the device onsite. During inspection and testing, the technician found scope detection failed. This report is being submitted for the malfunction found during evaluation (scope detection failure). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the technician found scope detection failed. Exchanging the connection cable resolved the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope cable could not be determined. Olympus will continue to monitor field performance for this device.